Event description:
Onq pump infusion completed about 24 hours earlier than expected. Patient noted pump complete at 1900. Pump should have finished at 2200 the next day. Patient reported return of motor and sensation after infusion noted to be complete. No signs of last noted.